Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent a port placement procedure using the low artifact power port to secure the route for blood collection. It was left for two months without flushing. On (B)(6), when blood was collected, the blood did not drain and there was swelling around the area. However, the current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the low artifact power port to secure the route for blood collection. It was left for two months without flushing. On (B)(6) , when blood was collected, the blood did not drain and there was swelling around the area. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port clear vue isp implantable port with detached catheter and detached cath-lock were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Catheter were noted to be disconnected from port a complete diagonal break was noted on catheter. The edges break was noted to be uneven, and surface was noted to be glossy with striations. The break with striation were considered as incidental issue. Upon infusion, resistance was felt and what appeared to be thrombus, was observed exited however, aspiration was performed and was successful. No leaks were observed. As per reported issue port was no flushed in the last two month which against the instructions for use (IFU). Therefore, the investigation is confirmed for the reported disconnection and improper procedure. However, the investigation is inconclusive for the reported suction, and migration issue as provided evidence are not sufficient and exact circumstances at the time of the reported event cannot be verified from the returned physical sample. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The root cause for improper procedure issue was noted to be use error ad for other device issue could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.